Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) provided anti-tachycardia pacing (atp) that accelerated ventricular tachycardia (vt) to the ventricular fibrillation (vf) zone. The device then delivered a 41 joule shock, and the rhythm was successfully converted. No additional adverse patient effects were reported. This crt-d remains in service. Additional information was received that this crt-d provided atp that accelerated vt to the vf zone. The device then delivered three 41 joule shocks, and the rhythm was successfully converted. No additional adverse patient effects were reported. This crt-d remains in service.